Event description:
This device is at eos indication after the pt received more than 40 shocks in a single day. There were no iegms recorded in the device for any of these shocks. This device was explanted and replaced with an another ICD. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 79 charging cycles was documented. The memory content of the device was inspected. The analysis of the shock holter showed that an amount of 50 charging cycles was performed by the device within 13 minutes on (B)(6) 2012. The eos status of the device resulted from that successive charging. The corresponding iegms were not recorded due to the detection of the eos battery status during the episode. However, the inspection of the memory content revealed no indications of a device malfunction. Particularly the iegm's recorded before the last episode demonstrated a correct device behavior with regard to the therapy functions of the ICD. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. The ICD was implanted for 59 months; 79 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eos battery status was anticipated.